Event description:
It was reported that this right atrial (ra) lead showed signs of wear at the insulation, therefore it was repaired in an off label way during a surgical intervention were the implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion, using the sleeve and silicone. The ra lead remains in service at this time. No additional adverse patient effects were reported.